Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4) manufactured the crs fast set putty 15cc - sterile, part 613.15.01s, and lot number n652600. The lot conformed to norian work order (B)(4), closed april 21, 2005, and synthes purchase order (B)(4), released june 7, 2005. There were no non conformities, or complaint related issues with this complaint.

Event description:
Surgeon reported to product development that he is noticing various issues with patients implanted with norian putty. In some cases, the putty has crumbled toward the center. In other cases the putty appeared to bubble up and become rough. Surgeon also reported some patients developed an infection. In all cases, surgeon reports he removed the product from the patient. A (B)(6) patient with multiple skull lesions implanted with norian on (B)(6) 2005 and device was removed on (B)(6) 2010. Post-operative immobility, restrictions prescribed were: no bending, twisting and lifting over 20 pounds. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was not returned for evaluation. A device history records review has been requested. New information was received from returned hospital questionnaire. Placeholder.